Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while the generator was in use with unknown handpieces during a mastectomy, a flame appeared from the handpiece and ignited the surgical drapes. Alcohol vapors were stated as being present when the flame appeared and was stated to have been the cause of the fire. The patient suffered minor chest burns from the fire, as alcohol was noted to have been on the patient gown as well. The degree of burn and treatment of the burn are unknown.